Event description:
It was reported that the foleys are not staying in the patient and the nursing team is questioning the integrity of the product. Per the customer complaint, they did not have all the details but the pictures of foleys that the nursing team had issues with.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used lubricath foley. Visual inspection of the two-photo sample noted show the close-up view of the inflation lumen vale with cap. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. A labeling review was not performed because labelling could not have prevented the reported failure. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foleys are not staying in the patient and the nursing team is questioning the integrity of the product. Per the customer complaint, they did not have all the details but the pictures of foleys that the nursing team had issues with.